Event description:
E-mail from distributor indicated that IV-100b had been reported to have caused pneumothorax to two patients. User ventilator settings reported as pressure of 12-15 peak, peep of 2 and frequency of 15-20 cycles / minute. The attending physician stated to the distributor that the pressure displayed by the ventilator did not correspond to the pressure received by the patient. The testing did not reveal any technical problem. The ventilator was returned to the clinic and the clinic reported anothr pneumothorax three days later. All three patients were reported to have recovered with no ill effects from the pneumothorax.